Manufacturer narrative:
This report is submitted on january 7, 2022.

Event description:
Per the clinic, the patient experienced poor performance and pain with the device and a migration of the electrode. Reprogramming attempts were made; however, the issue could not be resolved. There was also an extrusion of the receiver stimulator. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 15, 2022.